Event description:
The customer called tandem customer technical support back later in the day. A system check was performed to determine a possible cause of the occlusion and it appeared to be related to the infusion site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer did not change the supplies to the pump and resumed insulin delivery. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.